Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# v096181, implanted: (B)(6) 2008, product type: lead. Product ID: 3389s-40, lot# v104837, serial# implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they can't get an MRI because they were told that they had a lead wire that is not connected and that it is loose in their brain. It was stated that the healthcare provider (hcp) didn¿t know the reason for the wire issue. The patient's indication for implant is parkinson's dual and movement disorders.